Event description:
It was reported that the customer experienced a blood glucose (bg) level of 0.8 mmol/l. Cause was not known. Customer collapsed and subsequently taken to the emergency room (ER) and was subsequently hospitalized. Bg was treated with intravenous fluids of saline. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.